Event description:
It was reported that the calibration test unit failed initial electrical safety testing, requiring the heater harness to be replaced which was due to an unknown failure in the heater harness. The root cause was due to the calibration of the unit had expired. Per sample evaluation results received on 20-jan-2023, the root cause of the reported issue was a failed heater power harness. It was stated that during flow calibration of the unit, it exhibited low flow, which required the manifold to be replaced. It was stated that the power entry module needed to be replaced due to preventative maintenance. It was noted that the heater power harness, manifold, and power entry module were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the calibration test unit failed initial electrical safety testing, requiring the heater harness to be replaced which was due to an unknown failure in the heater harness. The root cause was due to the calibration of the unit had expired. Per sample evaluation results received on (B)(6) 2023, the root cause of the reported issue was a failed heater power harness. It was stated that during flow calibration of the unit, it exhibited low flow, which required the manifold to be replaced. It was stated that the power entry module needed to be replaced due to preventative maintenance. It was noted that the heater power harness, manifold, and power entry module were replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.